Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the starclose clip was deployed with no issue; however, the locator wings would not fully retract. The safety release mechanism was not used to facilitate device removal from the patient. The device was removed with some force and the clip did not achieve complete hemostasis. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): the safety release mechanism was not used to facilitate device removal from the patient. The instructions for use, states: slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. The customer reported the device was retained by the hospital and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported the safety release mechanism was not activated to facilitate device removal from the patient. The instructions for use, states: if resistance is met upon removal of the device, slide the safety release to collapse the locator wings and reset the plunger. Based on the information reviewed, there is no indication of a product deficiency.